Event description:
Additional information was received that during pre-implant dilation; a minor dissection occurred. It was further reported that it was possible that the expansion force of the valve gradually widened and ¿became a cardiac tamponade¿. Additionally, a non-medtronic guidewire was used during the procedure. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that it was suspected that a tear occurred during pre-implant dilatation, and when the valve was placed, the expansion force of the valve gradually widened the tear, causing blood and body fluid to accumulate in the pericardium, which resulted in cardiac tamponade.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 13-jun-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient was transported to the ICU and subsequently went into cardiopulmonary arrest. Resuscitation was attempted, but was ultimately unsuccessful. Subsequently, extracorporeal membrane oxygenation (ECMO) was initiated, however it was unsuccessful, resulting in the death of the patient. The official cause of death was stated to be unknown, however it was noted cardiac tamponade occurred due to accumulation of blood and pericardial effusion in the pericardium